Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis. The endoscope was analyzed and found to have screws missing on the housing. Cosmetic damage was also found during visual inspection. The cable integrated connector housing exhibited discoloration. The endoscope was also found to have damage to the cable assembly. The distal over-molded section of cable assembly was found delaminated. The endoscope passed all the tests and restored image in both eyes.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 30-degree endoscope plus had a missing screw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the biomedical engineer and obtained additional information. The endoscope had a missing screw. It was inspected prior to use. The procedure was completed with another endoscope. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.